Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a dash pdm (personal diabetes manager), while plugged in to charge, emitted a smell of burning plastic and was hot to the touch. The customer stated that the device was also experiencing difficulty holding a charge prior to the event. No smoke or flame was noted. The device was unplugged from source power and no physical damage was noted. No injury occurred as a result of the event. The device is not available for evaluation as it has been discarded per the customer's local guidelines. The patient resides in the united kingdom and was traveling to portugal when the reported event had occurred.